Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) flow regulator sets would not flow. It was further reported that the solution contained in the bag remains blocked in the tube due to "malfunction" of the wheel that regulates the flow. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including gravity testing was performed which revealed that the sets were blocked. The reported condition was verified. The cause of the condition is related to a supplier manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted